Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 18-jan-2021. The most recent information was received on 21-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lumbar pain almost every month can be triggered by slightest movement') in a 38-year-old female patient who had essure (batch no. 761618) inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2012, the patient experienced back pain (seriousness criterion medically significant), menorrhagia ("very heavy and long menstrual bleeding"), vertigo ("prone to vertigo that then even prevents me from getting up"), hypersensitivity ("an allergic background"), deafness ("significant hearing loss"), amnesia ("significant memory loss"), speech disorder ("difficulty speaking"), aphasia ("difficulty finding words"), disturbance in attention ("difficulty concentrating"), pruritus ("itching in various places"), ear pruritus ("itching in the ear canal"), fatigue ("enormous fatigue every day, having to go to bed at certain times"), dyspnoea exertional ("shortness of breath on effort, sports-related or not, or when I get angry") and abdominal distension ("feeling constantly bloated"). Essure treatment was not changed. At the time of the report, the back pain, menorrhagia, vertigo, hypersensitivity, deafness, amnesia, speech disorder, aphasia, disturbance in attention, pruritus, ear pruritus, fatigue, dyspnoea exertional and abdominal distension had not resolved. The reporter provided no causality assessment for abdominal distension, amnesia, aphasia, back pain, deafness, disturbance in attention, dyspnoea exertional, ear pruritus, fatigue, hypersensitivity, menorrhagia, pruritus, speech disorder and vertigo with essure. The reporter commented: since the insertion of implants, events started. Patient's current status: carrying out various examinations: x-rays, ultrasounds, magnetic resonance imaging, blood tests, sick leave, allergist, neurologist lot number: 761618 manufacturing date: 2010-08 expiration date: 2013-08. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 18-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lumbar pain almost every month can be triggered by slightest movement') in a (B)(6) year old female patient who had essure (batch no. 761618) inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2012, the patient experienced back pain (seriousness criterion medically significant), menorrhagia ("very heavy and long menstrual bleeding"), vertigo ("prone to vertigo that then even prevents me from getting up"), hypersensitivity ("an allergic background"), deafness ("significant hearing loss"), amnesia ("significant memory loss"), speech disorder ("difficulty speaking"), aphasia ("difficulty finding words"), disturbance in attention ("difficulty concentrating"), pruritus ("itching in various places"), ear pruritus ("itching in the ear canal"), fatigue ("enormous fatigue every day, having to go to bed at certain times"), dyspnoea exertional ("shortness of breath on effort, sports-related or not, or when I get angry") and abdominal distension ("feeling constantly bloated"). Essure treatment was not changed. At the time of the report, the back pain, menorrhagia, vertigo, hypersensitivity, deafness, amnesia, speech disorder, aphasia, disturbance in attention, pruritus, ear pruritus, fatigue, dyspnoea exertional and abdominal distension had not resolved. The reporter provided no causality assessment for abdominal distension, amnesia, aphasia, back pain, deafness, disturbance in attention, dyspnoea exertional, ear pruritus, fatigue, hypersensitivity, menorrhagia, pruritus, speech disorder and vertigo with essure. The reporter commented: since the insertion of implants, events started. Patient's current status: carrying out various examinations: x-rays, ultrasounds, magnetic resonance imaging, blood tests, sick leave, allergist, neurologist. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.